Event description:
It was reported that the ventilator delivered twice the amount of set tidal volume when in use on a pt. The ventilator generated a high pressure alarm. The outcome is reported to be no injury.